Event description:
It was reported that the patient experienced dizziness and lightheadedness. It was also noted that the right ventricular (rv) lead exhibited intermittent no capture, a fracture and high and undefined impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.